Event description:
"It was reported via repair work order that the head right side rail would not slide out to raise due to bent siderail carrier. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported."